Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ("unintended pregnancy") and device dislocation ("left essure coil could not visualized") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2015, 2 years after insertion of essure, the patient experienced device dislocation (seriousness criterion medically significant). On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), back pain ("severe back pain") and abdominal pain ("side and abdominal pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (cesarean section) and surgery (ligated both fallopian tubes). Essure treatment was not changed. At the time of the report, the pregnancy with contraceptive device, device dislocation, back pain and abdominal pain outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, back pain, device dislocation and pregnancy with contraceptive device to be related to essure. The reporter commented: ligated both fallopian tubes, but did not remove the essure coil right fallopian tube because of risk of bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2015: unintended pregnancy and left coil not visualized. Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("left essure coil could not visualized/malposition of essure device") and pregnancy with contraceptive device ("unintended pregnancy/live birth without complications") in a 29-year-old female patient (gravida 5, para 3) who had essure (batch no. A96183) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included parity 3 (live birth: (B)(6) 2001, (B)(6) 2009, (B)(6) 2015) and migraine in 2013. Previously administered products included for an unreported indication: implant on from 2009 to 17-oct-2011 and lo loestrin from 17-oct-2011 to august 2012. Concomitant products included contraceptives for topical use since 2009 and medroxyprogesterone (depo provera) for contraception nos as well as cyclobenzaprine hydrochloride (flexeril) since 2013, ibuprofen since 2013 and topiramate (topamax) since 2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 7 days after insertion of essure, the patient experienced back pain ("severe back pain"), vaginal infection ("vaginal infection"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection") and vaginal discharge ("vaginal discharge"). On (B)(6) 2015, the patient experienced device dislocation (seriousness criterion medically significant). On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and abdominal pain ("side and abdominal pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (ligated both fallopian tubes/tubal ligation) and surgery (cesarean section). Essure treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, back pain, abdominal pain, vaginal infection, cystitis, urinary tract infection and vaginal discharge outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2015. The reporter considered abdominal pain, back pain, cystitis, device dislocation, pregnancy with contraceptive device, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: ligated both fallopian tubes, but did not remove the essure coil right fallopian tube because of risk of bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2015: unintended pregnancy and left coil not visualized. Most recent follow-up information incorporated above includes: on 4-may-2018: reporter information was updated. This case concerns 29 year old patient. Her historical medication/conditions were added. Essure indication was updated. Essure insertion date was updated. Essure was ongoing at the time of the report. Essure lot number was added. Her concomitant medications were added. Following events: mal position of essure device was clubbed device dislocation; vaginal infection, bladder infection, urinary tract infection, vaginal discharge and she did not undergo essure confirmation test were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("left essure coil could not visualized/malposition of essure device") and pregnancy with contraceptive device ("unintended pregnancy/live birth without complications") in a 29-year-old female patient (gravida 5, para 3) who had essure (batch no. A96183) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included parity 3 (live birth: (B)(6) ,(B)(6) ,(B)(6) ) and migraine in 2013. Previously administered products included for an unreported indication: implanon from 2009 to (B)(6) 2011 and lo loestrin from (B)(6) 2011 to (B)(6) 2012. Concurrent conditions included sciatica, myofascial pain dysfunction syndrome, spondyloarthropathy and bacterial vaginosis. Concomitant products included contraceptives for topical use since 2009 and medroxyprogesterone (depo provera) for contraception as well as cyclobenzaprine hydrochloride (flexeril) since 2013, ibuprofen since 2013 and topiramate (topamax) since 2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 7 days after insertion of essure, the patient experienced back pain ("severe back pain"), vaginal infection ("vaginal infection"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection") and vaginal discharge ("vaginal discharge"). On (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) and abdominal pain ("side and abdominal pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (ligated both fallopian tubes/tubal ligation). Essure treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, back pain, abdominal pain, vaginal infection, cystitis, urinary tract infection and vaginal discharge outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2015. The reporter considered abdominal pain, back pain, cystitis, device dislocation, pregnancy with contraceptive device, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: ligated both fallopian tubes, but did not remove the essure coil right fallopian tube because of risk of bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2015: unintended pregnancy and left coil not visualized quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of product technical complain incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("left essure coil could not visualized/malposition of essure device/left coil malpositioned") and pregnancy with contraceptive device ("unintended pregnancy/live birth without complications") in a 29-year-old female patient (gravida 5, para 3) who had essure (batch no. A96183) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included parity 3 (live birth: (B)(6) 2001, (B)(6) 2009, (B)(6) 2015) and migraine in 2013. Previously administered products included for an unreported indication: implanon from 2009 to (B)(6) 2011 and lo loestrin from (B)(6) 2011 to (B)(6) 2012. Concurrent conditions included sciatica, myofascial pain dysfunction syndrome, spondyloarthropathy and bacterial vaginosis. Concomitant products included contraceptives for topical use since 2009 and medroxyprogesterone (depo provera) for contraception as well as cyclobenzaprine hydrochloride (flexeril) since 2013, ibuprofen since 2013 and topiramate (topamax) since 2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 7 days after insertion of essure, the patient experienced back pain ("severe back pain"), vaginal infection ("vaginal infection"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection") and vaginal discharge ("vaginal discharge"). On (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), abdominal pain ("side and abdominal pain") and pelvic pain ("pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with surgery (ligated both fallopian tubes/tubal ligation). Essure treatment was ongoing at the time of the report. At the time of the report, the device dislocation, pregnancy with contraceptive device, back pain, abdominal pain, vaginal infection, cystitis, urinary tract infection, vaginal discharge and pelvic pain outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2015. The reporter considered abdominal pain, back pain, cystitis, device dislocation, pelvic pain, pregnancy with contraceptive device, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: ligated both fallopian tubes, but did not remove the essure coil right fallopian tube because of risk of bleeding. Currently she is not planning for essure removal. Anticipated date - 2018. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2015: unintended pregnancy and left coil not visualized. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-oct-2018: pfs received- new event pain was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.